Event description:
The company was informed that the patient reportedly experienced loss of lock. The patient was a nonuser for sometime before this incident. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.